Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones due to low out-of-range right atrial (ra) lead impedance measurements. There was evidence of oversensed noise. The patient is not pacemaker dependent. Ra lead insulation damage was suspected. No adverse patient effects were reported.